Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Device history record (DHR) review was completed for the subject lot numbers 1226170 & 62071684. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1226170 for similar events and 4 other relevant complaints were identified, similarly complaint history review was performed for the reported lot number 62071684 for similar events and no other complaint was identified. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. UDI not available. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that during an implant surgery , when the doctor removed the tooth location 27 to perform an open sinus lifting, the maxillary sinus was perforated. The doctor attempted to place the implant without success, the implants did not achieve enough primary stability. No other implant was placed.